Event description:
Healthcare professional reported a patient was injected with juvéderm® voluma¿ xc into the mid face region. 3 days later, patient underwent microneedling. Patient later developed an abscess. And I&d was performed and culturing came back with just wbc. No other active growth. Doxycyline was prescribed with no improvement so keflex was prescribed and it supposedly resolved. Patient later traveled and believe they caught a non-device related cold or flu from a flight with a fever. A week later, patient returned with hardness and abscess had reformed. Healthcare professional prescribed more keflex. Event ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.